Manufacturer narrative:
Examination of the returned portion of the grater instrument confirms the report. The functional part of the instrument was not returned. It can be seen on the mating end that the instrument was heavily used; worn out. The material is discolored from repeated sterilization and the etch is almost illegible. There is corrosion found at the area of the device weld. The root cause is attributed to wear out after four years into distribution; improper sterilization is suspected as well. Corrective action is not indicated. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Grater head sheared off into acetabulum.